Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one valeo pta dilatation catheter has been received for the evaluation and one medical image was provided. On the visual evaluation, the device was noted to be clean and the stent was not returned. Under the microscopic observation, the stent crimp marks was noted on the balloon. No kinks to the catheter, no anomalies to the luers, y-body. No other testing was performed due to the reported nature of the failure. One medical image was reviewed. The contrast enhanced images on series 3 and 4 show the proximal sma narrowing. The series 6 images show the dilatation of the stenosis. On series 11 there is a stent that is on a balloon that slips off the balloon at the sma ostium and then is pulled back. Series 12 shows more of the removal of the stent. Series 26 shows an occluded right subclavian. Series 30, 31, and 32 shows the balloon angioplasty to a greater extent and larger diameter of the sma ostium. Series 34 and 35 show the balloon expansion of a longer stent that is in expected position. Based on the image review, the reported stent dislodgement could be confirmed as the stent does fall off the balloon as it is inserted into the sma. Therefore the investigation for the reported stent dislodgement was confirmed from the image review, as the stent falls off the balloon during the insertion. A definitive root cause for the stent dislodgement could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the valeo biliary stent products that are cleared in the us. The pro code and 510 k number for the valeo biliary stent products are identified in d2 and g4. H10: d4 (expiry date: 12/2021),

Event description:
It was reported that during a stent deployment procedure, the stent allegedly dislocated from the balloon. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified in section has not been cleared in the us but is similar to the valeo biliary stent products that are cleared in the us. The pro code and 510 k number for the valeo biliary stent products are identified. (Expiry date: 12/2021).

Event description:
It was reported that during a stent deployment procedure, the stent allegedly dislocated from the balloon. The procedure was completed using another device. There was no reported patient injury.